Event description:
It was reported, at the end of a initial implant procedure, the stylet was stuck inside the left ventricular (lv) and when attempting to pull it back, the lv lead was broken. It was suspected the stylet was inserted too far and the suture sleeve was too tight. The lv lead was explanted and replaced to resolve the event. The patient was stable.